Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 32 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 240mm distal from the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no damage. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-june-2018. It was reported that shaft kink occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, concentric target lesion with a significant bend of >=90 degrees was located in the mildly calcified proximal right coronary artery. A 32 x 2.50mm promus premier¿ was advanced to treat the lesion. However, upon advancing, the stent shaft got kinked in the mid portion. The procedure was completed with another stent with guidezilla as support catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.